Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site reseated the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon faced a non-intuitive motion with the 30-degree endoscope: left and right hands were inverted. Prior to calling, the surgeon had already reseated the endoscope, but the issue remained. An intuitive surgical (is) technical support engineer (tse) guided the surgeon to remove endoscope, rotate the endoscope adapter (aea) in both direction and check if abnormal noise was present. There was no noise. Furthermore, the tse asked the surgeon to reinstall the endoscope with the flat part as a guide to confirm the orientation. Also, the tse suggested to use the rotate function and to double-check intuitive movement, and the movement was coherent. The procedure was completed with no patient harm and with a delay of less than 15 minutes. Isi made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.